Manufacturer narrative:
H11: a review of the event history log was performed for the reported event date and shows the user programmed two infusion with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the sprectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow testing at a rate of 40 ml/hr with a vtbi (volume to be infused) of 40 for 60 minutes and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing, too high in the biomed service department. There was no patient involvement. No additional information is available.